Event description:
The connector for a biosense webster navistar thermocool ablation catheter fit into a sjm reflexion hd catheter. This led to the reflexion hd being directly attached to the stockert generator. The connector of both the reflexion hd as well as the navistar thermocool has the same type of "end" that allows it to be connected to either catheter. The other end of the connector is very different for each catheter. The reflexion hd has "tails" while the navistar has a "redel" connector. Unfortunately, the end of the connector was not observed by the physician before the connection was made since it was hidden by the sterile drape. Even though rf energy was not delivered, the stockert generator, which sends out 50hz signals @ baseline sent energy through the reflexion hd catheter which resulted in the heating of blood in the left atrium which appeared as echo contrast "bubbles" on the ice catheter. Additionally, the ECG signal was abnormal due to the incorrect connector. Once both these issues were identified by the physician. The procedure was aborted, all catheters removed and the patient evaluated for sequelae. The patient developed no apparent problems due to this incident. After the procedure, the physician did a "bench test" of the same catheter set up that was in the patient and was able to reproduce the same "bubbles" in a water bath. ====================== health professional's impression======================by connecting the reflexion hd to the stockert generator, "energy" was delivered even though the rf delivery button was not pushed. This was probably due to the fact that the stockert generator always sends out a 50 hz signal when the machine is turned on in the standby mode. This "energy" heated the blood in the patient's left atrium and caused the "bubbles" the physician saw on echo.====================== manufacturer response for connectors, reflexion hd and biosense navistar thermocool catheter and stockert generator, (brand not provided)======================they asked about details of situation as well as patient condition.